Event description:
A customer reported poor phacoemulsification power during a cataract extraction procedure. The system was switched out with less than 15 min delay. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem of poor phaco power. The company rep found the coagulation output out of tolerance, and replaced the u/s (ultrasound) controller pcba (printed circuit board assembly) to address this issue. The system then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).